Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a female patient who was admitted with chest pain. The patient had a normal ECG. Due to the falsely elevated architect stat high sensitive troponin-I results, cardiac catheterization was performed and the result was normal. The patient has been discharged from the hospital. The physician questioned the architect stat high sensitive troponin-I results since the ECG and cardiac catheterization results were normal. The following data was provided: sid (B)(6) sample 1 result = 24.465 pg/ml. Sid (B)(6) sample 2 result = 32.566 pg/ml. Per the architect stat high sensitive troponin-I package insert, the 99th percentile range for females = 15.6 pg/ml. The patient was discharged from the hospital. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot 51590ud00. In-house testing of lot 51579ud01, lot contains the same bulk material as lot number 51590ud00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 51590ud00 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a female patient who was admitted with chest pain. The patient had a normal ECG. Due to the falsely elevated architect stat high sensitive troponin-I results, cardiac catheterization was performed and the result was normal. The patient has been discharged from the hospital. The physician questioned the architect stat high sensitive troponin-I results since the ECG and cardiac catheterization results were normal. The following data was provided: sid (B)(6) sample 1 result = 24.465 pg/ml. Sid (B)(6) sample 2 result = 32.566 pg/ml. Per the architect stat high sensitive troponin-I package insert, the 99th percentile range for females = 15.6 pg/ml. The patient was discharged from the hospital. There was no further impact to patient management reported.